Event description:
It was reported that during a procedure of the mildly tortuous, eccentric, 75% stenosed, de novo proximal to mid left anterior descending (lad) artery, the balance middleweight (bmw) elite guide wire was delivered, however, it was noted that resistance was met during use of the non-abbott balloon dilatation catheters (bdc) over the guide wire about 5 cm proximal to the tip. It was noted that after each inflation one of the non-abbott bdc became stuck and both devices had to be removed as a system from the anatomy. There was no reported issue with deflation. The devices were separated outside the anatomy. After removal from the anatomy the procedure was considered completed without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Dil cath: ozma, lacrosse. The device was returned for analysis. The resistance with the catheter was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.